Manufacturer narrative:
Executive summary :updated; expiration date/manufacturing date: added. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. Based on the information currently available the exact cause for the reported event cannot be determined.

Event description:
During a coiling procedure of the posterior communicating artery (pcom) aneurysm, the last coil in a chain of six coils used, ¿did not deploy according to the physician¿s expectations or experience with this device¿. The distal portion of the coil (3-5 mm) remained straight (pre-deployed shape) and protruded into the parent vessel. The coil remained implanted and no medical treatment was administered. The physician did not have a problem with the actual deployment of the coil. There were no patient consequences due to the reported event.

Manufacturer narrative:
The subject device is not available.

Event description:
During a coiling procedure of the posterior communicating artery (pcom) aneurysm, the last coil in a chain of six coils used, ¿did not deploy according to the physician¿s expectations or experience with this device¿. The distal portion of the coil (3-5 mm) remained straight (pre-deployed shape) and protruded into the parent vessel. The physician did not have a problem with the actual deployment of the coil. There were no patient consequences due to the reported event.